Event description:
It was reported that an ilet user experienced a failure to pair a new freestyle libre 3 plus sensor, resulting in the ilet stopping automated dosing and prompting use of a fingerstick blood glucose of 249 mg/dl while troubleshooting proceeded. Symptoms included hyperglycemia as evidenced by the elevated fingerstick value. Outcomes included temporary interruption of automated insulin dosing and the need for manual glucose monitoring. Investigation included customer support troubleshooting with stepwise actions: checking alarms, attempting sensor rescan, restarting the pump, unpairing and repairing the ilet and app, uninstalling and reinstalling the app, and restarting the phone and ilet. Investigation of this case revealed that the pump eventually paired and the sensor was rescanned, with instruction to allow time for readings and to call back if data did not appear. It was concluded that the pairing failure resolved after troubleshooting, with no further adverse clinical outcomes reported.